Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over and/or under delivered. It was reported that the patient "reported either getting over medicated or getting under medicated real quick." Per reporter, patient turned the pump off at night and took rytary extended release, but "guesses on the dosage and then can have too much c/l from oral meds on board when reconnecting in am." It was reported the patient noted a "lack of effect after meals." Patient reported hallucinations and being over medicated.